Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a post implant angiography was performed to review the implant. The angiography showed severe aortic insufficiency (ai) for "full ai". A post implant balloon aortic valvuloplasty (bav) was performed, however did not improve the ai. A non-medtronic valve was implanted into the medtronic valve. After an unknown time, the valve was explanted. It was reported that the patient died on the day of the implant procedure, however the details surrounding the death were not provided.

Manufacturer narrative:
Continuation of d10: product ID evolut fx delivery catheter system (dcs); product lot/serial number unknown; product type: delivery catheter system (dcs)  product ID evolut fx compression loading system (cls) ; product lot/serial number unknown; product type: compression loading system (cls).  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: a2, a3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the initial position was very low, but after the valve was fully released it slipped down a little more, probably for anatomical reasons.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the exact cause of the ai is unclear but could have been due to the deep implant depth (>5 mm), the patient's anatomy, or the valve. It was reported that the ai was intra-valvular (central) and paravalvular leak (pvl). The non-medtronic (sapien) valve-in-valve implant improved the ai for a short time. However, the patient's condition deteriorated after implant of the non-medtronic valve. It was reported that the implant of the non-medtronic valve presumably contributed to the patient's deterioration, possibly causing a rupture. Consequently, both transcatheter valves were surgically explanted with no known complications. According to the physician, the patient died at an unspecified time after the explant. The cause of death was not provided.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via ups inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. All leaflets were flexible and intact; no tears or damages were observed. Leaflets l3-l1 were in a closed position while leaflet l2 appeared slightly open. All commissures were intact. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.